Event description:
A caller reported that an insulin cartridge leaked on two occasions, occurring on the same day. There was no reported impact on the customer¿s blood glucose level as the caller did not provide this information. Technical support educated the caller to fill the cartridge prior to loading it onto the pump, which the caller acknowledged and understood. Although a replacement was offered, the caller declined and was able to load a new cartridge independently.